Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that bd ultra fine¿ pen needles was not working. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8281678. It was reported that she is not able to attach some of her pen needles to the insulin pen. Also reported that during injection there is no insulin flow. Verbatim: consumer reported, she is not able to attach some of her pen needles to insulin pen. Stated, during injection, no insulin flow. Does not prime before use. Stated, she has a hard time seeing, so she could not provide product information. Did say she was using nano pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles was not working. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8281678. It was reported that she is not able to attach some of her pen needles to the insulin pen. Also reported that during injection there is no insulin flow. Verbatim: consumer reported, she is not able to attach some of her pen needles to insulin pen. Stated, during injection, no insulin flow. Does not prime before use. Stated, she has a hard time seeing, so she could not provide product information. Did say she was using nano pen needles.